Event description:
Target was notified that during a procedure, after the guidewire was removed from the microcatheter, the physician tried to infuse gelfoam but the outer layer of the fastracker-18 ballooned. This event did not cause any complication or add'l intervention to the pt.